Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm). Tech states that he followed the steps of folding the seal into configuration and when he pulled the delivery device handle to separate it from the loading device tube, the delivery device handle left the seal behind in the tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(6). The device was returned to the factory on (B)(6) 2020. An investigation was conducted on (B)(6) 2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger not depressed and the blue slide lock not engaged. The seal and tension spring assembly was observed to be inside the loading device. The seal and tension spring assembly was removed from the loading device. No visual defects were observed on the seal or tension spring assembly. The dimensions of the delivery tube were taken. The seal and tension spring assembly was removed from the loading device. No visual defects were observed on the seal or tension spring assembly. Measurements of the delivery tube were taken. The inner diameter was measured at 0.196 in., the outer diameter was measured at 0.218 in. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (4.3mm). Tech states that he followed the steps of folding the seal into configuration and when he pulled the delivery device handle to separate it from the loading device tube, the delivery device handle left the seal behind in the tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.